Event description:
Approximately 10 minutes into cardiopulmonary bypass, leakage was noted from the gas vent. The device was changed out with no patient compromise observed. Clinical information rpm 4.0 lpm CT 500 seconds, blood flow 4.0 liters as flow 3.0 liters,